Event description:
It was reported that while in the cath cal, md inserted a sheath via the left femoral artery. The iab was prepped per instruction and inserted without incident. Ten minutes after the iab was connected, the pump alarmed "high pressure". As a result, md removed the iab and inserted another iab using a new sheath. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.